Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that, before use, the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (component codes) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the compressor, drive assembly, safety disk, tidal disk, 220v reel cable, battery 9v and sintered filters. The fse also performed pressure calibration, absolute pressure transducer calibration. As well as diagnostic and functional tests. Verifications of electrical safety were completed.

Event description:
N/a

Event description:
It was reported that, before use, the cardiosave intra-aortic balloon pump (iabp) was overheating.

Event description:
Complaint record being cancelled as it is a duplicate to tw#: (B)(4) ;mfg report number 2249723-2022-00952.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw#: (B)(4) ;mfg report number 2249723-2022-00952. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.